Event description:
It was reported that when using the bd pyxis¿ es server logistics application was frozen on all their computers and was not working. The users were unable to access any orders to fill. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system-wide outage had occurred across multiple ascension sites. A technical support specialist (tss) tested structured query language (sql) access and successfully logged into the database. Pim access was verified and confirmed to be functioning normally. The enterprise site was also reachable without any issues. Tss contacted the customer and confirmed that able to login with no issues, the system functioned as intended after the technical support specialist investigated the issue.